Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the supply line without an alarm while using the homechoice machine. This occurred during the initial drain cycle of peritoneal dialysis therapy. The hp was connected at the time of the event. During troubleshooting, the hp stated that the supply bag had become disconnected. The technical services representative assisted the hp in ending therapy. The hp was to start therapy over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.